Manufacturer narrative:
Follow-up #1 date of submission 06/21/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/25/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow, ok and down arrow keypad buttons were intermittently unresponsive and required excessive force to activate a response. There was evidence of keypad contamination found under the key contacts and no hypersensitive or inverted keys were observed. Unrelated to the complaint, evaluation revealed a discolored/ faded display screen, which has no effect on insulin delivery function.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up, down and ok keypad buttons were intermittently unresponsive. The reporter stated that the keypad buttons also required hard presses to elicit a response. The reporter confirmed that the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.